Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. They reported there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 625ml of fluid was removed. The patient was reported to be in stable condition. The physician commented that abrupt movements of the patient during the procedure could have caused the issue. Additional information was received on 22-feb-2022. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the patient condition- significant movement during case, physician believed this was due to movement. Outcome of the adverse event was fully recovered. Patient did not require extended hospitalization because of the adverse event. Transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. The event occurred during the ablation phase. The flow setting for the irrigated catheter was 15ml/min. Correct catheter settings were selected on the generator. Pump was not switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All of the force visualization features were used. Parameters for stability for the visitag module used was 2mm 3s 75% fot 2mm tag size. No additional filter used with the visitag. Color options used prospectively was impedance. Additional information was received on 14-mar-2022. Reporter's previous answer was incorrect in regards to the pump switching from "high" to "low" during ablation. Reporter confirms the device was correctly operating and switching from "high" to "low" during ablation.